Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) provided phone support to the customer and discovered that incorrect gasket was used for helium tank which was causing the excessive leakage. The incorrect gasket was replaced for the correct one and the leakage stopped. The iabp unit then passed the leak test and was returned to customer and cleared for clinical use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was leaking helium. There was no patient involvement and no adverse event was reported. It is unknown under what circumstances this event occurred.